Manufacturer narrative:
Follow-up #1: date of submission 11/4/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/11/2016 with the following findings: unable to duplicate complaint of a pumps bolus totals calculating a >5% discrepancy during this investigation. The delivered boluses were calculated for 08-21, 08-23 & 08-24, the delivered boluses on each day correctly match the tdd bolus history. Performed a 10u audio & 10u normal bolus. Both were accurately recorded in the bolus history& bolus tdd history correctly showed 20.0u..#3. Pump was exercised for 24hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. No alarms occurred during testing. Unrelated to the complaint, battery compartment is cracked above & below the bumper pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the patient had experienced elevated blood glucose (bg) over 250mg/dl but under 500mg/dl and under 70mg/dl but over 40mg/dl. There were no reported signs or symptoms of hyperglycemia or hypoglycemia and no indication of medical intervention. During troubleshooting, the reporter noted that the basal delivery totals in the total daily dose history did not match, however the discrepancy was determined to be due to the basal edit screen being accessed and the customer making changes to the basal program. The reporter also noted that the bolus totals in the total daily dose history did not match, and a cause for the discrepancy could not be determined. The alleged bg excursions do not meet criteria for a serious injury. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.